Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable cardiac monitor (icm) implant procedure the device had low values for r wave sensing that did not get better with time. The icm remains in use. No patient complications have been reported as a result of this event.